Event description:
She has not been able to walk since the embolization. She has bruising and numbness on one side since procedure. Continues to have severe hip pain with necrosis of the hip. Since the procedure, she has needed a cane, walker, or crutches.